Manufacturer narrative:
The internal complaint file #(B)(6) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for evaluation on august 23rd, 2024 and the user confirmed that the disposable set involved in this incident was discarded therefore could not be sent for review. Although the patient involved in the incident expired, the user facility staff confirmed that the device did not contribute to the death of this patient. Upon further follow-up with the user facility, it was confirmed that 'lactated ringer's' solution was infused during this event using the rapid infuser. The operator's manual contains information on contraindicated fluids and clearly states that "lactated ringer's solution is contraindicated for use with the system and should not be used", as this will cause clotting and occlusion of the unit. If this occurs, the stainless steel rings inside the heat exchanger may become overheated. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists."the operator's manual also provides possible conditions and additional recommended operator actions. The cited disposable set was discarded and could not be sent for investigation. The lot number was unknown so an investigation into the lot history could not be performed. All disposable set are 100% leak tested and visually inspected prior to release. In order to avoid similar incidents in future, belmont is working with the user facility to schedule a re-training for the clinical staff to familiarize them with compatible solutions and proper use of device per our specifications. The investigation of the returned device is ongoing. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete.

Event description:
The user reported to the biomed of an overheat incident during a case. There was initial burning smell and then overheat error. The biomed requested to send the unit back for investigation and service and promised to gather additional details. Although the patient involved in the incident expired, the user facility staff confirmed that the device did not contribute to the death of this patient was still running at the end of the case.

Manufacturer narrative:
The rapid infuser involved in the original complaint was returned to belmont and evaluated by a belmont engineer. It was put through a full functional test including an electrical safety test, and a thorough inspection. The unit passed evaluation with no issues. The device history record was also reviewed for this unit and no issues were found. The user facility stated that 'lactated ringers' solution was infused during the event which is a contraindicated solution that can lead to this issue, as mentioned in the ri-2 user manual. The root cause is consistent with user error due to infusion with incompatible fluids. Belmont reminded the customer of compatible fluids and offered additional training to address this issue, and will continue to monitor this issue moving forward.